Event description:
Medtronic received information regarding an imaging system being used preoperatively during the sacroiliac and thoracolumbar procedure. It was reported that the some of the pendant buttons were unresponsive. The unresponsive buttons were 2d, patient orientation, and the switch between scanning type. There was no surgical delay and no reported impact on patient.

Manufacturer narrative:
H3,h6: a medtronic representative went to the site to test the equipment. Testing revealed that door was not aligned. They aligned the door. Closed the door. Performed an invalidation of home. All systems working as intended. System was returned. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529. B01, c07, d02, g02040 codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3,h6: a medtronic representative went to the site to test the equipment. Testing revealed that door was not aligned. They aligned the door. Closed the door. Performed an invalidation of home. All systems working as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.